Event description:
The physician was fitting the stent into the inflation device and the cypher hub broke. There were no anomalies noted with the device was taken out of the packaging. It is unknown if the device was pulled from the packaging by the hub. The device was prepped according to IFU. There was difficulty encountered when flushing the sds. The indeflator was manufactured by abbott.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.